Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th april 2025, it was reported by an arthrex employee via email that for an ar-8973l-30-130, arthrex® fibulock® nail, 3.0 x 130 mm left, the talons deployed during insertion of nail prior to the surgeon using the actuation driver. As the surgeon was advancing the nail into position, the talons deployed hence the surgeon was unable to advance any further. This was detected during use in an ankle fracture with fibular nail procedure on (B)(6) 2025. The procedure was completed successfully as the nail was removed and replaced.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.